Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. The ticket trending review for the architect stat high sensitive troponin-I reagent did not identify an increase in complaint activity for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lot 77152ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation the architect stat high sensitive troponin-I reagent lot 77152ud00 is performing as intended, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent was identified.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results on a 2-month-old male child while running on the architect i2000sr analyzer. Results were reported to the medical provider. The following data was provided: on (B)(6) 2025, sid (B)(6), initial result= 3806.5 ng/l, redrawn and repeated after 4 hours on different specimen from same patient, sid (B)(6) = 5068.7 ng/l. Redrawn at (B)(6) hospital, troponin I results from non-abbott (roche) instrument was >1000, however troponin t results were in normal range (36 ng/l). Following data was provided from (B)(6) 2025. Magnesium = 2.2 mg/dl (normal range 1.5-2.6) c-reactive protein = 0.22 mg/l (0.00-5.00) pct = 0.07 ng/l (0.00-0.50) high-sensitivity troponin t= 36 ng/l (1-100) myoglobin = 23.15 ng/ml (20.0-72.0) ck mb = 5.35 ng/ml (0.10-6.20) bnp = <0.5 pg/ml (0.00-100.0). Sample from (B)(6) hospital was repeated on architect; sn (B)(6) = 4692 ng/l. (Sample may be frozen) the patient had covid about month ago. Customer is only questioning troponin results. There was no impact to patient management reported.

Event description:
The customer reported false positive architect stat high sensitive troponin-I results on a 2 month old male child while running on the architect i2000sr analyzer. Results were reported to the medical provider. The following data was provided: on (B)(6) 2025, sid (B)(6), initial result= 3806.5 ng/l, redrawn and repeated after 4 hours on different specimen from same patient, sid (B)(6) = 5068.7 ng/l. Redrawn at the (B)(6) hospital, troponin I results from non-abbott (roche) instrument was >1000, however troponin t results were in normal range (36 ng/l). Following data was provided from (B)(6) 2025. Magnesium = 2.2 mg/dl (normal range 1.5-2.6), c-reactive protein = 0.22 mg/l (0.00-5.00), pct = 0.07 ng/l (0.00-0.50), high-sensitivity troponin t= 36 ng/l (1-100), myoglobin = 23.15 ng/ml (20.0-72.0), ck mb = 5.35 ng/ml (0.10-6.20), bnp = <0.5 pg/ml (0.00-100.0). Sample from (B)(6) hospital was repeated on architect; sn (B)(6) = 4692 ng/l. (Sample may be frozen). The patient had covid about month ago. Customer is only questioning troponin results. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6) (both sid are from the same patient). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 (troponin-I, stat high sensitive) that has a similar product distributed in the us, list number 2r98 (troponin-I stat high sensitivity) with 510k/PMA/bla number k191595.